Event description:
It was reported that the system 9800 locked up in the middle of a procedure and needed to be completely powered down for 2 minutes in order to reinitialize. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified by reviewing the system error logs. The error logs showed a "fast stop" error had occurred. Software reloaded. Numerous attempts to generate a similar fast stop error were without success. The system was tested and found to be working as intended and placed back into service.